Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure after placing the catheter and attempting multiple approaches dye was flushed to check the position. It was then identified that the sheath was out of the vascular system in the plural space. The patient was stable with good blood pressure. The patient was taken to the operating theater for evaluation. The perforation in the superior vena cava - svc was identified as minimal; a chest tube was inserted. The patient tolerated the procedure well and left the operating theater in stable condition.